Event description:
It was reported that pump touchscreen appeared faded and was difficult to press. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.